Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain the patient's bladder. A second catheter was placed and the patients bladder was allegedly able to completely drain. No patient injury or medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain the patient's bladder. A second catheter was placed and the patients bladder was allegedly able to completely drain. No patient injury or medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain the patient's bladder. A second catheter was placed and the patients bladder was allegedly able to completely drain. No patient injury or medical intervention was reported.

Manufacturer narrative:
Received 1 used touchless urethral catheter kit with the original unit labeling. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects. The received sample was functionally tested by passing water through an in house 10fr vinyl catheter. No drainage problems were observed, and the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 636 seconds maximum. The results were the following: time to drain 250cc: 611 sec. The sample received reached the intended drainage indicated in less than 636 seconds, and was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "- place your non dominant hand on the finger control guide to stabilize catheter in urethra. With your dominant hand, grasp catheter through bag approximately 1" below the finger control guide and push catheter into urethra. The catheter should be introduced by short, repetitive pushing motions. Repeat motions until catheter reaches bladder and urine starts to flow. Allow urine to flow freely, making certain the catheter guide is elevated at least 4" above lower portion of the bag. Allow flow until bladder is empty or until bag is filled. Precaution: it is recommended that the collection bag be held. The catheter could possibly separate from the collection bag when urine increases weight of the bag" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain the patient's bladder. A second catheter was placed and the patient's bladder was allegedly able to completely drain. No patient injury or medical intervention was reported.